Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a possible infection at the ipg site. The symptom included redness at the pocket site. The physician referred the patient to a surgeon and the surgeon did not feel the site was infected and it was not device or procedure related. The patient was being monitored and was prescribed oral antibiotics.